Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised left and right wheel locks are loose. Dealer advised went out yesterday to tighten and near the threading it is broken at a weld.